Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5170546, model/catalog description: inear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the leads were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the midline incision site. No symptoms were noted. The physician believed that the infection was not device or procedure related. The patient was placed on antibiotics and underwent an explant procedure.